Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. Caller stated that it was unknown if the customer was wearing the insulin pump at the time of death. Caller stated that the customer was a brittle diabetic, was hospitalized due to she experienced a lot of low and high blood glucose and passed away. Nothing further was reported.